Manufacturer narrative:
Product complaint: (B)(4). Date sent: 1/14/2026. D4 batch #: a97x79. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was sealed inside its original packaging, and upon inspection, the blister from the packaging was found to be damaged, noted as broken but still adhered to the tyvek. No functional or dimensional analysis findings were reported in the investigation summary. The damages found on the blister are possibly due to improper handling during transit or storage, suggesting the package may have hit a hard surface, and the reported complaint was confirmed. All product is 100% inspected prior to release, and information provided is routinely monitored and reviewed for trends. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch a97x79, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the package was found damaged before using. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.